Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009 consisting of an ipg and surgical lead. It was reported that since implant, the pt's therapy coverage has become ineffective. The physician suspected that the alleged issue stemmed from lead placement. Surgical intervention was undertaken on (B)(6) 2010 to resolve this issue. At that time, the physician elected to replace the pt's scs system. The explanted lead was discarded and will not be returned to the MFR. F/u on the pt found no further issues reported.